Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 of a skin reaction that the patient experienced on (B)(6) 2015. Date of issue is an approximation. Patient stated that the problem began on (B)(6) 2015 with an increasing sensation of itching. At the beginning, after the sensor was removed, there were red dots (turning red on the skin) only underneath where the plastic was attached to the patient. Patient stated that in (B)(6) 2015, there were blisters built up in the edges that seemed very square, not round. Patient stated that at times, the itching stopped between 24-28 hours but sometimes it was so unbearable that they kept scratching, as well as during the night. Patient stated this caused their skin to turn reddish outside the bandage. On (B)(6) 2016, the patient visited a diabetologist who was concerned about the skin reaction and discomfort. Further details of medical visit are unknown. Date of medical intervention is an approximation, as an exact date was not provided. Additionally, patient reported that they had worn the dexcom sensors almost non-stop since (B)(6) 2014 until (B)(6) 2015 without any reactions to the tape/bandage. No additional event information was provided. The complaint device was not returned for evaluation. However, photos of the reaction confirm the reported event. A root cause could not be determined.